Manufacturer narrative:
The following fields have been updated due to additional information: d10: device available for eval?: yes. D10: returned to manufacturer on: 08-sep-2023. H.6. Investigation summary: it was reported there is no hole at the end of the needle, the needle tips are dull, and the needle tip explodes causing medication to spray everywhere. To aid in the investigation, five samples were received for evaluation by our quality team. One sample came in a sealed packaging blister with lot 2327170, two samples came in opened packaging blisters with lot 3055905, and two samples were received with no packaging blisters. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then inspected under a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. Samples were then tested for leakage and passed. A device history record review was completed for provided material number 305106, possible lots 3055905 and 2327170. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. There were no related quality notifications. All processes and final inspections complied with specification requirements. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered.

Event description:
It was reported that 7 bd precisionglide¿ needles were blocked during use. This complaint was created to capture the 3rd of 5 related incidents. The following information was provided by the initial reporter: "I have been getting some reports of an issue with the bd precisionglide needle (30g x 1/2¿) where there is no hole at the end of the needle. The end user also stated the needle tips are dull, and that the needle tip explodes causing medication to spray everywhere. They have had this issue with multiple boxes ranging in different lot numbers... We use bd precision glide needles (30f x1/2 inch) for injecting botox for our headache clinic. We had difficulties over the past few months with the needles not being sharp and recently there have been many instances of the needles with no hole in the needle. The lot # is 3055905 and it states on the needle packaging reef 305106.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that 7 bd precisionglide¿ needles were blocked during use. This complaint was created to capture the 3rd of 5 related incidents. The following information was provided by the initial reporter: "I have been getting some reports of an issue with the bd precisionglide needle (30g x 1/2¿) where there is no hole at the end of the needle. The end user also stated the needle tips are dull, and that the needle tip explodes causing medication to spray everywhere. They have had this issue with multiple boxes ranging in different lot numbers. We use bd precision glide needles (30f x1/2 inch) for injecting botox for our headache clinic. We had difficulties over the past few months with the needles not being sharp and recently there have been many instances of the needles with no hole in the needle. The lot # is 3055905 and it states on the needle packaging reef 305106."